Manufacturer narrative:
Sections with additional information as of 07-aug-2023: test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to lab comparison test results of 119 mg/dl using true metrix meter and 97 mg/dl lab (venous blood draw). The customer¿s expected am fasting blood glucose test result is <100 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the high blood glucose test results she had contacted her doctor and went to the doctor's office; customer did not specify date. The doctor had scheduled the lab test due to the high results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 05/31/2024 and test strips were opened two weeks prior to call. The meter memory was not reviewed for previous test result history.